Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet femoral component, catalog # unknown, lot # unknown; unknown biomet tibial component, catalog # unknown, lot # unknown . Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001825034-2021-01355; 0001825034-2021-01356.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient had difficulty walking, bending the knee, had flu like systems, immunity deficiency, and was unable to work. The patient states possibility of metal allergy. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.